Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 70-80's mg/dl. Customer stated unable to troubleshoot due to it was past event and changed the set three times. Customer does not want to return the set and reservoir for analysis. No further information provided.